Manufacturer narrative:
The boston scientific representative set the patient up with a remote monitoring system and provided instructions to the nursing home staff. The representative stated the initial details of this case were incorrectly reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found lethargic and not following commands in her nursing home and was transported to the emergency room. Initial device interrogation was unsuccessful at the hospital despite extensive efforts. The patient was transferred back to the nursing home where device interrogation was successful the following day. Normal device function was confirmed. No adverse patient effects were reported.